Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent temperature alarms occurred. Customer's blood glucose was within range. Reportedly, customer reverted to using another pump for insulin therapy.

Manufacturer narrative:
The device investigation has been completed. The alleged issue was verified in the pump logs; however, no failure was identified and a different issue was identified.